Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and led to loss of capture. The loss of capture did not result in asystole. However, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.